Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. Visual inspection revealed all three transducers were tampered/solder.

Manufacturer narrative:
(B)(4). The device has been received but not evaluated yet. Once the evaluation is complete a follow up will be submitted with the results of the investigation.

Event description:
It was reported to vyaire that vela ventilator alarmed transducer fault, low expiratory volume, low positive inspiratory pressure and circuit fault error while connected to the patient. The patient was immediately removed from the ventilator and placed on a back up device. The customer confirmed there was no patient harm associated with the reported issues. The customer determined the most likely cause of the reported event is the exhalation flow transducer which cannot be calibrated.